Event description:
It was reported that when using the bd pyxis¿ medstation¿ es remote manager failed to open. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, the problem persisted. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the remote manager failed to open. A field service engineer (fse) tested the unit thoroughly to observe the failure. The fse found that the latch components occasionally stuck and replaced it to resolve the issue. The system functioned as intended after the field service engineer repaired the device.